Event description:
It was reported that 2 bd bactec¿ peds plus¿/ f culture vials (plastic) were contaminated, leading to false positive results. No patient impact was reported. The following information was provided by the initial reporter: it was reported that customer inquiring if bottles could be contaminated with bacillus species after recovering the organism from a couple of patients.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-11. H6: investigation summary: bd was unable to reproduce the customer¿s experience with the bactec. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Photos were provided. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned goods samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that 2 bd bactec¿ peds plus¿/ f culture vials (plastic) were contaminated, leading to false positive results. No patient impact was reported. The following information was provided by the initial reporter: it was reported that customer inquiring if bottles could be contaminated with bacillus species after recovering the organism from a couple of patients.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1139310 medical device expiration date: 02/28/2022 device manufacture date: 05/19/2021. Medical device lot #: 1061188 medical device expiration date: 12/31/2021 device manufacture date: 03/02/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.